Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that during patient transport, the pump was infusing on battery power for approximately 2 hours and 26 minutes. At 3:25am, the pump began to alarm "battery discharged" and shut down unexpectedly. At 3:26am clinician plugged in the pump to power and reprogrammed the infusion. There was patient involvement and unspecified harm was indicated.

Event description:
It was reported that during patient transport, the pump was infusing on battery power for approximately 2 hours and 26 minutes. At 3:25am, the pump began to alarm "battery discharged" and shut down unexpectedly. At 3:26am clinician plugged in the pump to power and reprogrammed the infusion. There was patient involvement and unspecified harm was indicated.

Manufacturer narrative:
Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.